Event description:
Customer called to report an electrical fire on the right chemistry cartridge side of the unicel dxc 800 synchron system. Customer observed smoke exiting from the vent at the back of the instrument, and immediately powered off and unplugged the instrument. Customer stated that no one suffered directly from the electrical fire or indirectly from smoke inhalation. A service request was generated for that monday. On (B)(4) 2011, the field service engineer (fse) inspected the instrument and found that the relay junction box had a burned connector and blackened components. The fse then ordered replacement parts for the pump box, thermal switch, and power cable. On (B)(4) 2011, the fse replaced the damaged pump box components. The fse then found a signal problem at the hydropneumatic controller. On (B)(4) 2011, the fse returned to replace the hydropneumatic controller and the control cable of the pump box. Finally, the fse performed calibration and quality controls to ensure that the services performed effectively resolved the instrument's issues.

Manufacturer narrative:
(B)(4).